Event description:
It was reported that during the implant procedure, the patient felt a continuous moderate pain in the thorax. Loss of capture was observed. On the rx image, the tip of the lead was found to be in the pericardium. The physician removed the lead from the ventricle and the pain stopped. No effusion was detected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.